Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-18, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had an infection right after implant in 2017. The patient stated they did a PICC line with IV antibiotics and the infection cleared up.